Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip denture adhesive powder (B)(4) and super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On unk date(s), the pt started the formulations of super poligrip. At an unk time after starting super poligrip, the pt experienced neuropathy, irritation roof of mouth and product complaint of the cream oozing out. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4). The lot numbers for these products is known; however, it is unk whether the products will be returned for qa testing. (B)(4).

Manufacturer narrative:
Add'l lot#: r10096.